Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number, therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a stent placement procedure, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the stent buckled and the distal portion was torn. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.